Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump had meropenem programmed in to run over 3 hours. Infusion and flush completed roughly 3.5h after initiation and registered nurse noted that medication bag still had roughly half the volume remaining. The remainder of medication administered and next dose pushed forward 2 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.